Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis was replicated and confirmed the customer complaint "the ultrasonic scalpel head is broken". The instrument was found to have broken blade at the base of the blade. A piece approximately 11mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the head of harmonic ace instrument was found to be broken. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: during a surgical procedure using the da vinci system, the tip of harmonic ace instrument completely detached, but no fragments fell into the patient. The instrument had been inspected prior to use, showing no visible damage, and was in use for approximately one and half hour before the issue occurred during an instrument removal task. The surgeon attributed the breakage to potential product quality issues, although no functional issues were noticed during the procedure, and there were no collisions with other instruments.